Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. All probes, tubing, fittings, syringes and pumps were checked. The wash station was inspected and port dispenses were checked. The cse inspected and cleaned the luminometer. The cse performed reagent sensor test and adjusted tubing. The cse performed empty and fill and dark counts in diagnostic mode. The cse performed precision testing and ran quality controls, which passed. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant tni-ultra result was reported to the physician(s), who questioned it. Another sample was drawn from the patient and tested on the same instrument, resulting lower. The original sample was repeated on the same instrument the next day, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.